Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: "? When was the suture break (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify=>maybe removal from package. ? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. => the device has been received at sukagawa and will be shipped. Please check rmao. Tracking number: (B)(4). Provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). (B)(6).

Event description:
It was reported that a patient underwent a semi open right video-assisted thoracoscopic surgery lobectomy (bullectomy (wedge resection) for lung cancer procedure on (B)(6) 2025 and barbed suture was used. It was reported by a sales rep that, during semi open right video-assisted thoracoscopic surgery lobectomy (bullectomy (wedge resection) for lung cancer, it was found by the operating room staff before using the product that when the product was opened and tried to use, the suture was broken. The product was used on the hypodermis. It was not a control release needle. Another product was used to complete the case. When we send the sample to you, we will let you know its return date and tracking number. Further details are not provided from the hp. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 1/29/2026. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d9, h3, h6 a manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to eth for evaluation. Visual inspection revealed that one needle suture combination in two sections outside the labeled winding former were received for analysis. Product code sxpp1b113. During visual inspection of the returned sample, the swage and attachment area were noted to be as expected. The suture was examined, and one of the ends was noted to be crushed and cut probably caused by a surgical instrument. In addition, body fluids were found along the strand. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of surgical instruments, such as needle holders and forceps. As part of the eth quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.